Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, far field r-wave oversensing on the atrial lead was noted. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.